Event description:
Md used a competitor's iol lens with the injection system. The surgeon inserted the lens, but the back haptic became stuck and tore off. The lens was removed without incident. The reporter stated the likely cause of the event was the foam tip plunger overriding the lens upon delivery of the lens. Another lens was implanted.